Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the ER and was pronounced dead on arrival. Upon interrogation of the device several episodes of vt, vf and ventricular lead noise were observed. Lab testing was performed and it was determined that the patient was hyperkalemic. Upon post-mortem device interrogation of additional egms, non-sustained ventricular oversensing, single qrs complexes of varying amplitudes, and subsequent non-sustained ventricular tachycardia episodes were observed. Inhibited therapy due to ventricular lead noise was noted. Diagnostics of vf episode indicated delivery of 36j defibrillation therapy, a subsequent acceleration of ventricular rate, degradation of signal amplitude, and additional delivery of hv therapies was not able to convert the rhythm.